Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, videos were provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent a dialysis catheter placement procedure by using hemosplit hemodialysis catheter. During the procedure, it was reported that the catheter was allegedly leaking. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: although the sample was not returned for evaluation, two videos were provided for review. The first video shows dialysis catheter implanted to patient and physician infusing the fluid leak is observed from the extension leg near bifurcation area. The second video shows dialysis catheter implanted to patient and physician infusing no anomalies were noted. Therefore, investigation is confirmed for the reported fluid leak issue. A definitive root cause could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (component, method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent a dialysis catheter placement procedure by using hemosplit hemodialysis catheter. During the procedure, it was reported that the catheter was allegedly leaking. The procedure was completed using another device. There was no reported patient injury.